Event description:
It was reported by the (B)(4) study that the right ventricular (rv) lead had elevated thresholds at the first post-implant follow-up visit. A chest x-ray showed no change from the implant position; however, a microdislodgment was suspected. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.